Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) after 31.6 months. A healthcare professional expressed dissatisfaction with device longevity.